Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 13-1033-149 error. Software error. Unit came down to biomed with a note saying 13-1033-149 error. Biomed could not duplicate the error. Recommend to do a pm and run the unit for an hour to see if any error comes up. If software error comes up, try to reflash software and if fails replace logic board. Biomed will do a pm and run unit.